Event description:
The insert was used on (B)(6) 2012. The insert was replaced due to abration and dislocation on (B)(6) 2014. The breakage of the baseplate was noticed after the insert was implanted.

Manufacturer narrative:
An event regarding a baseplate fracture and dislocation involving a pca baseplate was reported. The event was confirmed. Method and results: device evaluation and results: the mar report concluded: "the insert likely dissociated from the baseplate, permitting articulation of the femoral component directly on the tibial baseplate. The excessive loading on the condyle resulted in the baseplate fatigue fracture. The eds spectrum of the tibial baseplate was consistent with the astm f75 cocr alloy. No material or manufacturing defects were observed on the device that contributed to the observed fracture." Medical records received and evaluation: a medical review was performed and concluded: "because the surgeon is responsible for optimal component position as well as optimal bone contact between baseplate component and bone, root cause of failure is procedure-related with regard to surgical technique. There is no evidence for device-related factors as also confirmed by the mar while from the patient-related perspective, there is no specific information." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: results of the medical review and material analysis indicate this reported clinical situation is related to surgical technique and not to the device. The root cause of failure has been determined to be the malposition of the baseplate, which lead to instability, overload conditions in the knee, and ultimately fatigue fracture of the baseplate component.

Event description:
The insert was used on (B)(6) 2012. The insert was replaced due to abration and dislocation on (B)(6) 2014. The breakage of the baseplate was noticed after the insert was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, will be submitted in a supplemental report.